Event description:
Additional information was received on (B)(6) 2011, when product analysis was completed on the flashcard and handheld. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and the problem that the physician reported regarding the handheld shutting off was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications and the remaining battery charge level after over 1 hour of testing was 67% of full capacity.

Event description:
On (B)(6) 2011, a vns treating physician reported that he was having intermittent problems with his handheld and wanted a new one right away. He stated that the handheld keeps shutting off but he refused to do any troubleshooting. The physician's handheld and flashcard were received by the manufacturer for product analysis on (B)(6) 2011 that has not yet been completed.